Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the vizigo sheath and the patient experienced a clot that was "dislodged". A clot was introduced to the left atrium and dislodged. It was discovered on intracardiac echocardiography (ice) imaging. They tried to suction the clot out, but it ended up dislodging. Nothing else was done, the patient's "stats stayed intact nothing dropped". Therefore, just going to be monitored post case. The last known patient status was stable. The biosense webster, inc. Products in use were the qdot micro catheter and a vizigo sheath. Additional information was received. The clot was located on edge of sheath or catheter tip. Unsure from image. No error messages or product problems. No issues related to temperature and flow on the catheter. Correct catheter settings were selected on the generator. The irrigation rate was not used outside of those prescribed. No ablation occurred. The event was assessed as MDR reportable under both the qdot micro catheter and the vizigo sheath.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).